Manufacturer narrative:
The case description states that the controller started to melt down the usb port while charging and was really hot. Only the controller was returned for investigation. The plastic surrounding the charging port was observed to be melted and had a shiny surface finish. Thermal damage was also observed within the charging port. The returned controller was unable to turn on with its own battery power. The controller was not plugged due to the observed thermal damage and log files were not uploaded by the user. The tamper seal on the interior back cover was observed to still be intact. The back cover and second interior back cover were removed for further inspection of the controller. The fluid ingress indicators on the pcbs were inspected and were observed to be white, indicating that they did not come into contact with any fluid. The transient nature of small shorts that cause these events often results in the elimination of the evidence due to the heat generated. The thermal failure observed is consistent with the types of thermal incidents associated with usb-c connectors when contamination, moisture, or metallic debris causes an electrical short during charging of the device. The exact cause of the reported thermal event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the controller became hot. The controller and charging port were melted, as a result. No medical intervention was required.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented.